Manufacturer narrative:
Investigation conclusion; a review of complaint history did not identify any adverse trends. Root cause; insufficient information. Source; phone.

Event description:
Reported (B)(4) false positive sars results for (B)(4) patient . This report is to indicate one of the false positive instances, and an additional report will be filed for the other instance (1 of 2). The patient's symptomatic status is unknown. Customer communicated results were confirmed negative by molecular (pcr testing).